Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently died. The cause of the event was not reported. The event was manifested by abdominal pain. The patient was hospitalized for peritonitis. Treatment details were not reported. On an unknown date, the patient's peritoneal dialysis catheter was removed. Patient recovery status of the peritonitis event was not reported. Sixteen days after the event onset, the patient died. The cause of death was not reported and an autopsy was not performed. No additional information is available at this time.